Manufacturer narrative:
H6: the codes fdm b17, fdr c20, fdc d02 and img g02030 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Manufacturing date: 01.02.2021. H6: the codes fdm b17, fdr c20, fdc d02 and img g02005 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, the nim vital system unexpectedly prompted a patient interface (pi) software upgrade, although none was required. After the upgrade, disconnecting the pi from the wired connection triggered a persistent ¿pi disconnected¿ message. Multiple attempts to reconnect the pi in both wired and wireless modes and rebooting the pi did not resolve the issue. Rebooting the console resulted in a ¿pi box faulted¿ message. Troubleshooting efforts failed, and the system could not be shut down via software or power button. The console eventually powered off on its own. Due to these issues, nim use was aborted during the case. Nursing staff also reported an initial stim failure message and a pi software upgrade prompt. Despite repeated reboots, a persistent message, ¿patient interface fault detected. Attempting to resolve. If problem persists, contact technical support¿, remained. Although the pi reconnected, channels 1 and 2 continued to fail for vocalization. The issue was further confirmed when a red ¿pi disconnected¿ alert froze on the screen. Ultimately, after one final restart, the pi failed the impedance check on channel 1, and the physician opted not to proceed with nim. There was no patient impact.